Event description:
It was reported that the tip has sheared off and is very sharp.

Manufacturer narrative:
Upon receipt of an additional device, a new complaint and awareness date were accounted for. The device was returned for investigation where visual inspection the reported failure mode. The visual inspections detected the presence of a jagged distal tip. The probable root cause(s) for the jagged distal tip could be due to 1) improper insertion with its corresponding mating device or, 2) dropping/banging of the device against a hard surface. In sum, the device was returned for investigation and the reported failure mode could be confirmed. The failure mode will be trended for future vigilance.